Event description:
It was reported that, following a tvt procedure, the pt had bladder spasms and urinary retention. Subsequently, the physician released the tvt tape. The pt was also treated with the following medications: ditropan, detrol, pyridium and elmiron.